Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because post deployment the clip detached from both mitral valve leaflets and remains in the ventricle, which is considered a permanent impairment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and challenging patient anatomy due to significantly prolapsed anterior leaflet, flail, chordae rupture, and dilated left atrium. The first clip 41027u133 had difficulty grasping the leaflet due to the challenging anatomy and required more than 10 grasp attempts; however, the clip was deployed. After deployment, the clip detached from the anterior leaflet and then subsequently detached from the posterior leaflet. The detached clip remains in chordae, in the ventricle. The second clip could not sufficiently grasp the leaflets due to the challenging anatomy and was not deployed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure; however, the decision was made to abort the procedure at that time. Reportedly, the physician was advised by the abbott vascular proctor against performing this case because the patient did not meet procedure criteria; however, the physician insisted on performing the procedure. The physician later acknowledged that the case was too challenging. There was no additional information provided.

Manufacturer narrative:
(B)(4). It should be noted that the mitraclip system instructions for use (IFU) states that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The complaint device was not returned for evaluation; therefore, a failure analysis of the device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the difficulty grasping and complete clip detachment appear to be related to patient morphology/pathology and user error. The reported patient effects of worsening mitral regurgitation (mr) and foreign body in patient are listed in the IFU as known possible complications associated with mitraclip procedures. The reported patient effects were associated with procedural conditions with regards to the clip detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.